Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient sex unknown / not provided. Premarket identification PMA/510(k) number k011245 and k002188.

Event description:
It was reported that the implant tsvmb10 at tooth site 15 was removed because of pain and an infection. Pain and inflammation was also reported. Additional appointment required: yes, to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.